Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the cannula did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was received not deployed. The download data showed that the pod completed both first and second priming sequences and was deactivated by the user at the end of the second priming sequence. The data does not contain any abnormalities. During the investigation, the needle mechanism deployed fully while being cut by the pod cutter. Inspection of the device found no indication of linkage assembly and top housing interference was observed. However, the mechanism rail was observed to be damaged. Additionally, a piece of slide retract was observed to be broken off and wedged underneath a slide retract arm. Damage was not observed to the slide insert, however extra material was observed on the slide insert. A piece of that extra material from the slide insert appeared to have broken off from the slide insert and was sitting underneath the slide insert after the needle mechanism deployed. The needle mechanism deployed fully and as intended after manual reset of the needle mechanism assembly. It was determined that the needle mechanism assembly failure resulted in damage to the mechanism rail and slide insert. However, because the needle mechanism assembly deployed before the pod was opened and internal components inspected, it could not be conclusively determined if the extra material on the slide insert contributed to the needle mechanism assembly failure. The investigation confirmed the reported cannula failing to deploy was caused by a failure of the needle mechanism assembly, however the exact cause of the needle mechanism assembly failure could not be determined.